Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the resistor that operates the position to cooling mode and recirculation mode did not work. The resistor was burned open. Since the event occurred during preventative maintenance, there was no pt involvement during this event.